Manufacturer narrative:
The technician found the head panel gas springs were bent. He replaced the gas springs to repair the stretcher.

Event description:
Info received indicates the head section cannot be raised or lowered and is stuck half way up.